Manufacturer narrative:
(B)(4). Stroke is a known potential adverse effect as listed in the xact stent instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia, hypotension and neurological deficit/dysfunction are listed in the product instruction for use, as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information was received reporting that the patient experienced a minor, ipsilateral, ischemic stroke. Neuropathy was previously reported.

Event description:
It was reported that during a left internal carotid artery stenting procedure, accessed through the right groin, after pre-stent balloon dilatation, the patient experienced hypotension and bradycardia. Treatment included atropine and phenylephrine. The bradycardia resolved that day. Additionally, post-procedure, the patient experienced right leg weakness and decreased sensation of the right leg. A head CT was done, ruling out a cerebrovascular accident. Reportedly, the physician believes the decreased sensation to the right leg may be a neuropathy secondary to the compression to the access site for 90 minutes. On (B)(6) 2011, the hypotension resolved. On (B)(6) 2011, the patient was back to baseline. Although requested, there was no additional information provided.